Event description:
As reported by the user facility: balloon ruptured at 1-2 atms upon the second inflation. All fragments successfully retrieved with no complications. Pt did well post procedure. Additional info provided by the facility indicated the pt suffered no additional adverse sequela associated with this incident.